Manufacturer narrative:
The the subject device will not be returned to olympus repair center and it would be difficult to obtain any additional information, therefore, this investigation will be conducted based on the information obtained so far. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had the screen experienced blackouts multiple times. The issue was found during a gastroscope examination.there were no reports of patient injury or harm.